Manufacturer narrative:
Estimated date.

Event description:
According to the available information, the sterile packaging was damaged after a slight movement.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints and did not find any other complaints regarding lot number 9676045. On october 4th 2024, we received a used sample that did not correspond with the description provided in the claim. The issue was identified as being with the sterile packaging, however the dormia that was received was used and damaged. The medical device was disinfected, and it was found that the dormia had been received in two pieces (handle and orange sheath). The orange sheath was damaged, and it appeared that excessive force had been used to handle the medical device. As a result, the dormia was no longer functional. The defect observed on the sample received for this complaint, doesn't match with the complaint description. So according to the sample received, the potential root cause may be due to a bad use, or due to an excess of force. Checking the quality databases did not reveal any anomaly in relation to the described defect.